Event description:
It was reported that the device had a service indication illuminated and logged several fault codes in the memory possibly indicating a critical failure. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and was unable to confirm or duplicate the reported failure.